Event description:
A customer reported while using a glidescope video baton quickconnect large, the image froze during intubation. No delay in procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.